Event description:
The patient reported his insulin infusion device display screen went blank. The patient was aware of the recall but did not know if the battery was part of the recall. It was discovered the battery was part of the recall. Prior to the call, the patient put in a new battery which resolved the issue. He did not keep the recalled battery. The patient was advised to discard all recalled batteries. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.